Event description:
(B)(6). Date of event (B)(6) 2013. According to the hospital, the end-user performed the transanal irrigation at home on (B)(6) 2013 (ie ~ 2 months after start). While she was sitting at the toilet she inserted the small catheter by the front and experienced a sudden pain following the inflation of the rectal balloon (1.5 pump; there was no balloon burst and no fecal impaction). She instilled 400cc of water despite the pain. The catheter was removed immediately and there was immediate stool evacuation. The enduser was hospitalized in emergency on (B)(6). Confirmation of the perforation by an abdomino pelvi CT scan; anterior perforation localized a few centimeters above the anastomosis of about 1cm in diameter with associated retroperitoneum. Laparotomy for peritoneal lavage (generalised purulent peritonitis), colonic suture, drainage and temporary colostomy. Patient should be transferred from hospital to a rehab centre on (B)(6) 2014 .

Manufacturer narrative:
According to the IFU, bowel perforation is an extremely rare, but serious and potentially lethal complication to anal irrigation that will require immediate admission to hospital, often requiring surgery. The user should contact doctor immediately, if the user during or after anal irrigation experience e.g. Severe and sustained abdominal pain or back pain, especially if the pain is combined with fever and/or severe anal bleeding. The user is also instructed to consult and get thoroughly instructed by a health care professional before using the product. Furthermore, the first irrigation should be supervised by a health care professional and in case of constipation, an initial, through clean-out of the bowels is recommended before starting up the irrigation procedure. In this case the end-user has used transanal irrigation and experienced perforation of neorectum just above the rectal anastomosis. The end-user was hospitalised and a temporary colostomy was performed. Medical history includes colorectal resection for cancer (B)(6) 2009 (chemotherapy and irradiation) and rectal prolapse surgery (B)(6) 2013. Catheter insertion has been troublesome. It is unknown why the hospital advised the use of the small catheter. Also it is unknown why she continued irrigation even though she had pain.